Event description:
The sales rep reported that the device may be exhibiting excessive battery discharge. The battery voltage has reached 2.55 volts earlier than expected. In 2004, it was reported that the device was explanted.